Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system on (B)(6) 2010, consisting of an ipg and surgical lead for bilateral legs to feet and hip pain. It was reported that she is experiencing a painful sensation in her hips and legs. The reported discomfort is said to begin approx 15 mins after her stimulation is initiated. The pt has reportedly undergone several reprogramming sessions in efforts to alleviate the alleged pain. It was reported that the pt was recently given several new cycle programs to utilize. F/u on this matter found that there has been no significant improvement regarding the pt's reported discomfort. Her situation will continued to be monitored with the use of the newly issued programs.